Event description:
Device 3 of 4; reference MFR. Report#: 1627487-2019-02697, 1627487-2019-02698, 1627487-2019-02701. Follow up revealed that the patient's leads were explanted and replaced, and therapy was restored post-op.

Event description:
Device 4 of 5; reference MFR. Report#: 1627487-2019-02697, 1627487-2019-02698, 1627487-2019-02699, 1627487-2019-02701. It was reported that the patient was not receiving adequate therapy due to lead migration. As a result the patient may undergo surgical intervention at a later date.